Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The seals of the handle were inspected and found to be intact with no visible damage. The rear housing was removed and the handle circuits were investigated. Once disassembled, evidence of moisture ingress and resulting corrosion were found on the pcba board near j8 flex cable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the findings from this evaluation and previous test data of the handle's reliability to the approved process, it can be concluded that the power pack was exposed to an unknown process outside of the intended use specified in the instructions for use (IFU). This process led to unwanted ingress of an unknown substance that impacted the electronics. This defect will be trended for recurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device will not power up. The or said it worked fine before the case, and then went unresponsive. The device was able to hard reset and it powered on however it became unresponsive and the screen remains black with no motor sounds or function.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.